Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs), and the following day limb ischemia developed. The pump was removed, and vascular surgery was called for a thrombectomy. The physician stated regarding the cardiac issue, the patient had improved "a lot" and no longer need impella mcs. Therefore, the explanted device was not replaced.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.